Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemolysis: due to a lack of sufficient clinical details, data logs or returned product, the cause of the mechanical interaction with blood cannot be established. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. Urine red. Possible hemolysis. Decision to upgrade to 5.5 was already made prior to suspected hemolysis.